Manufacturer narrative:
Aa review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
What is the activated clotting time (act)? Over 300. When did the malfunction occur? The details was unknown. Hemoptysis and cardiac arrest. The causal relationship with the catheter and wire was unknown. Currently under investigation. 1. When was the issue identified? During the procedure, the specific timing is unknown. The nurse noticed that the patient was coughing up blood during rpv treatment. 2. How was the issue solved? Did any interventions were required? When the incident was first discovered, it was thought that the patient had cut her mouth and was bleeding, so no troubleshooting was done. After that, the patient's saturation level decreased, and cardiopulmonary resuscitation was performed. 3. Could you please provide an update on the patient status? Did the patient recovered successfully and was discharged? The patient has not died at this time, but we have been informed that the situation is still critical. The current condition is unknown. 4. Please include any other relevant detail regarding the issue and patient [additional questions]. 5. Please tell us the doctor's opinion on the cause of the incident. [?] We have not been able to confirm the current opinion. Initially, the patient made an incision, and after that, he suspected the possibility of a pv injury. 6. Please tell us the procedural flow and circumstances leading up to the incident. [?] It was the usual pvi workflow. While moving the guidewire forward to explore whether it was the rspv or ripv, there was some pushing and pulling of the wire, but other than that, there was nothing out of the ordinary. Cardiac ablation procedure with farawave catheter, starter guidewire and faradrive stealable sheath was performed; the right pulmonary vein was searched with the starter guidewire preceding it. At that time, a push-and-pull manoeuvre was performed, but no particular problems were observed. However, haemoptysis was observed during right pulmonary vein isolation with a farawave catheter. The procedure was continued without any specific treatment, thinking that it was probably a cut in the oral cavity. However, the patient's oxygen saturation subsequently decreased, leading to cardiac arrest. Endotracheal intubation and pcps were immediately introduced and cardiopulmonary resuscitation was performed. After that, CT imaging showed findings of air emboli in the cardiac cavity, in the ascending aorta and in the head. Bronchoscopic examination also revealed a pulmonary vein-bronchial fistula. The patient was transferred to the ICU. The patient survived but the situation is reported to be unpredictable.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
]What is the activated clotting time (act)?; over 300. When did the malfunction occur?; the details was unknown. Hemoptysis and cardiac arrest. The causal relationship with the catheter and wire was unknown. Currently under investigation. 1 when was the issue identified? During the procedure, the specific timing is unknown. The nurse noticed that the patient was coughing up blood during rpv treatment. 2 how was the issue solved? Did any interventions were required?=>when the incident was first discovered, it was thought that the patient had cut her mouth and was bleeding, so no troubleshooting was done. After that, the patient's saturation level decreased, and cardiopulmonary resuscitation was performed. 3 could you please provide an update on the patient status? Did the patient recovered successfully and was discharged?=>the patient has not died at this time, but we have been informed that the situation is still critical. The current condition is unknown. 4 please include any other relevant detail regarding the issue and patient [additional questions] 5. Please tell us the doctor's opinion on the cause of the incident. [?] We have not been able to confirm the current opinion. Initially, the patient made an incision, and after that, he suspected the possibility of a pv injury. 6. Please tell us the procedural flow and circumstances leading up to the incident. [?]it was the usual pvi workflow. While moving the guidewire forward to explore whether it was the rspv or ripv, there was some pushing and pulling of the wire, but other than that, there was nothing out of the ordinary. Cardiac ablation procedure with farawave catheter, starter guidewire and faradrive stealable sheath was performed; the right pulmonary vein was searched with the starter guidewire preceding it. At that time, a push-and-pull manoeuvre was performed, but no particular problems were observed. However, haemoptysis was observed during right pulmonary vein isolation with a farawave catheter. The procedure was continued without any specific treatment, thinking that it was probably a cut in the oral cavity. However, the patient's oxygen saturation subsequently decreased, leading to cardiac arrest. Endotracheal intubation and pcps were immediately introduced and cardiopulmonary resuscitation was performed. After that, CT imaging showed findings of air emboli in the cardiac cavity, in the ascending aorta and in the head. Bronchoscopic examination also revealed a pulmonary vein-bronchial fistula. The patient was transferred to the ICU. The patient survived but the situation is reported to be unpredictable.